Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-02484. It was reported the patient was in a motorcycle accident. Since that time the patient has not received effective therapy. The patient underwent surgery where the leads were explanted. The surgery date is not known at this time.

Event description:
Device 2 of 2, reference MFR report #1627487-2017-02484.

Event description:
Ineffective stimulation: tm (B)(6) reported on 04/20/2017 that the patient has not had effective therapy for leg pain since the motorcycle accident.. The patient has requested an explant. Dr. (B)(6) didn't provide ipg or lead for analysis. Patient recovering without symptoms or adverse events. Questions: 1. Did the motorcycle accident or explant occur on (B)(6) 2017? 2. When did the other event occur? **an explant will not be sent to pdt until explant date is known.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-02484. Follow-up identified the patient's entire system was explanted on (B)(6) 2017. The originally reported explant date was incorrect.